Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number . Reporting site: 8021545 . Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an event where bent cannula was observed after insertion in the abdomen resulting in high blood glucose 450 mg/dl which was managed with multiple daily injections the set had been in use for six hours on (B)(6) 2026.